Event description:
The customer called into the response center for info on the warranty of their ac modules as the receptacle keeps popping out and exposing wires.

Manufacturer narrative:
(B)(4). The customer called into the response center for info on the warranty of their ac modules as the receptacle keeps popping out and exposing wires. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.